Event description:
It was reported a patient experienced peritonitis manifested as feeling sick coincident with peritoneal dialysis (pd) therapy. The patient was treated with unspecified antibiotics for the event. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.